Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced infected mesh, open wound, and fistula. Post-operative patient treatment included revision surgery, abdominal debridement, excising skin/fascia/tissue/infected mesh, wound vac, repair of abdominal wall hernia, closure of complex abdominal incision, removal of mesh, repair of fistula, and resection of colon.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced infected mesh, open wound, fistula, fibrosis, chronic inflammation, foreign body reaction, cystic abscess, mesh failure, ulceration, several draining sinus tracts, necrotizing infection, failure of subsequent mesh to incorporate, small bowel fistula, abdominal wall necrosis, hernia recurrence, feculent drainage, open abdominal wound, and collections of purulent fluid. Post-operative patient treatment included revision surgeries, abdominal debridement, excising skin/fascia/tissue/infected mesh, several wound vac changes under anesthesia, repair of small bowel, repair of abdominal wall hernia, closure of complex abdominal incision, removal of mesh, repair of fistula and fistulous area excised, and resection of portion of transverse colon with colocolostomy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced infected mesh, adhesions, open wound, fistula, fibrosis, chronic inflammation, foreign body reaction, cystic abscess, mesh failure, ulceration, several draining sinus tracts, necrotizing infection, failure of subsequent mesh to incorporate, small bowel fistula, abdominal wall necrosis, hernia recurrence, feculent drainage, open abdominal wound, and collections of purulent fluid. Post-operative patient treatment included revision surgeries, abdominal debridement, excising skin/fascia/tissue/infected mesh, several wound vac changes under anesthesia, repair of small bowel, repair of abdominal wall hernia, closure of complex abdominal incision, removal of mesh, repair of fistula and fistulous area excised, and resection of portion of transverse colon with colocolostomy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced pain, scar tissue, obstruction, seroma, perforation, suffering, difficulty sleeping, digestive problems, gas pressure, reduced quality of life, infected mesh, adhesions, open wound, fistula, fibrosis, chronic inflammation, foreign body reaction, cystic abscess, mesh failure, ulceration, several draining sinus tracts, necrotizing infection, failure of subsequent mesh to incorporate, small bowel fistula, abdominal wall necrosis, hernia recurrence, feculent drainage, open abdominal wound, and collections of purulent fluid. Post-operative patient treatment included medication, revision surgeries, abdominal debridement, excising skin/fascia/tissue/infected mesh, several wound vac changes under anesthesia, repair of small bowel, repair of abdominal wall hernia with new mesh, closure of complex abdominal incision, removal of mesh, repair of fistula and fistulous area excised, and resection of portion of transverse colon with colocolostomy.

Manufacturer narrative:
Additional info: h6 (added patient codes, ime e2402 "sinus tract, gas collection"). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced infected mesh, open wound, fistula, fibrosis, chronic inflammation, foreign body reaction, cystic abscess, ulceration, several draining sinus tracts, necrotizing infection and abdominal wall necrosis, hernia recurrence, feculent drainage, open abdominal wound, and collections of purulent fluid. Post-operative patient treatment included revision surgeries, abdominal debridement, excising skin/fascia/tissue/infected mesh, several wound vac changes under anesthesia, repair of small bowel, repair of abdominal wall hernia, closure of complex abdominal incision, removal of mesh, repair of fistula and fistulous area excised, and resection of portion of transverse colon with colocolostomy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The pre operative diagnosis was recurrent ventral hernia and the post operative diagnosis was recurrent ventral hernia with extensive small bowel adhesions. The patient experienced surgical revision, abdominal wound with multiple wound vacs.